Event description:
It was reported that the battery compartment had a problem opening. Per reporter, this issue was discovered when they got the device back to clean it. There was no patient involvement. Analysis of the device found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing duplicated the customer's reported issue. The investigation determined the cause of the patient's issue was the damaged battery compartment, and it was found the dso seal was damaged. The battery compartment and dso seal were replaced.